Manufacturer narrative:
Per the field service representative (fsr), this unit has not been used for over a year.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, a two inch section of the touchscreen on the central control monitor (ccm) would not respond. The fsr would not type in the password during the pm. Since the event occurred during preventative maintenance, there was no patient involvement.